Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump received unexpected restart alarm. The customer¿s blood glucose level was 240 mg/dl. The customer states received alarm while refilling his reservoir. Alarm did not occur shortly after inserting a new battery. Troubleshooting was performed for error alarm and noticed alarm recurring during normal pump use. Advised that the pump will need to be replaced. The customer was advised they may continue to wear pump until replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement, self test and no unexpected restart error test noted during test. Device received with cracked battery tube threads, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, cracked case display window corner, stained end cap sticker, stained address or serial number label, cracked belt clip slot and cracked case reservoir tube window corner.